Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ es server, stations were in critical override and disconnected mode. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ es server, stations were in critical override and disconnected mode. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Upon investigation of the actual device used in this incident, it was determined that the device was not communicating due to network issues. The technical support specialist (tss) dialed into the station and medapp v1.6.1 and confirmed that there was no critical override or disconnected mode errors were present on the station screen. The tss verified and confirmed that services and the data synchronization (sync) logs were functioning correctly. Then the tss checked the medication application log and found an error: "ldap server is unavailable." And reviewed the data sync log for related issues and send an email to the customer regarding the findings. The tss checked both stations and confirmed the stations were running and communicating properly with the enterprise (es) server. However, an error was found in the data sync log indicating that the station had previously lost connectivity to the es server. The tss had contacted and raised multiple follow-up requests to the customer and proceeded to close the case as there was no response from the customer. The system functioned as intended after the technical support specialist troubleshooted the device.